Event description:
Oncology rn attached fluorouracil 2172 mg - tv 92 ml - being delivered via baxter sv 2 ml/hr infusor - lot 12n041 - at 3:09 pm. At 4pm, pt reported back to clinic. Blood coming from pt IV site into line and drug being pumped. Leakage occurring at the IV site containing 5fu and blood. IV site in use braun caresite luer access device ref (B)(4). Infusion pharmacy prepared another dose - same - and rn attached to pt. Pt discharged to home. No further issues to report. Pump disconnected on (B)(6) 2013 at 09:55 am per protocol after complete dose administered to pt. Diagnosis or reason for use: rectal ca. Event abated after use stopped or dose reduced: yes.